Event description:
It was reported that the vessel sealer instrument blade would not retract during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure. The surgeon completed the procedure using a different instrument. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis inspected the instrument and found the blade was exposed. The instrument was placed on an is3000 system and failed a self-check test. The instrument blade was manually reseated and subsequently passed a self-check. The instrument blade was undamaged. There was an insignificant amount of debris on the instrument tip. The blade was dislodged from the blade track. Failure analysis also observed a dislodged wrist disk and intuitive motion was non-functional as a result. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the dislodged wrist disk, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.